Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual and photographic inspection noted one partial suture and one needle. The needle was detached from the partial suture. Upon microscopic inspection, instrument marks were noted near the swaged end of the needle. As no sealed samples were returned, a needle attachment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end could cause bends or breaks, or damage the connection between the needle and suture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, the needle separated from thread after continuous suturing of the peritoneum. The device was absorbable and has been opened for one minute from the packaging. Another device was used to complete the case. There was no patient injury.